Event description:
New information on (B)(6) 2016 reported that on (B)(6) 2016, the asymptomatic patient presented to the operating room for lead revision due to previously reported complaint of noise on the lead. The lead was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing presyncope episodes. Upon interrogation, it was noted that the patient was experiencing bradycardia. The right ventricular lead exhibited high ventricular rate and noise reversion episodes. The patient was in stable condition. On (B)(6) 2016, the lead was capped and replaced. No further information was available.

Manufacturer narrative:
Final analysis found that the inner insulation was abraded at51.7cm to 52.4cm from the connector pin.